Event description:
Upon retraction of the jacket, the contralateral pull wire got caught on the superior frame hooks. It was resolved with the use of a guiding catheter. Unable to advance the contralateral guidewire. Bilateral stents were placed to improve blood flow.